Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's skin was described as red irritated open sores. There was no alleged device malfunction contributing to the irritation. The patient used neosporin for the irritation. The patient's doctor suggested the device be removed and cortisone cream be applied to the area. The patient reported the irritation improved the patient could not remember what medication was used.